Event description:
The pt reportedly experienced intermittency between his external equipment and the implant, followed by a loss of lock. The external equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's c1 device will be scheduled.